Event description:
A patient reported experiencing inaccurate high redults with a one touch ultra meter. The patient's blood glucose results were 118, 136, and 167 mg/dl. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.